Manufacturer narrative:
The device was returned for analysis. It was observed that only the main coil was returned. Visual examination identified that the main coil was bent and stretched at the primary coil section, and the arm coil was detached. The measurable coil dimensions were inspected and compared against the applicable drawings: assy, .035 interlock 2d coil, primary coil winding specification, and coil arm, bsc.

Event description:
Reportable based on the device analysis completed on 19dec2025. It was reported that unable to advance in catheter occurred. A 10mm x 40cm interlock .035 embolics was selected for use. During the procedure, the coil became stuck inside the catheter. The procedure was completed. There were no patient complications as a result of this event. However, device analysis revealed arm coil was detached.